Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The ventilator was returned to the manufacturer for evaluation. The ventilator was evaluated by the manufacturer and was found to operate and alarm as designed. The device passed all testing. No malfunctions or deficiencies which would affect device performance were observed. The device event logs were downloaded and reviewed. The device event logs include every keypress, alarm, or failure of the device to remain within specifications. No errors were observed in the device event log that would indicate a malfunction or failure to deliver therapy occurred. The device data was analyzed and the following was observed: on (B)(6) 2016 at 17:49:57 utc ac power was disconnected from the device and the device was turned off at 17:54:48 utc using the proper sequence of keypresses. On (B)(6) 2016 at 00:17:02 utc the device was powered on using the detachable battery as the power source. At 01:37:00 utc the detachable battery depleted and the device began operating from the internal battery. At 04:49:24 utc the device began sounding a medium priority alarm as the internal battery was depleting. The medium priority alarm indicates 20 minutes of battery runtime remains. At 05:00:58 utc the device began sounding a high priority alarm as the internal battery was nearly depleted. The high priority alarm indicates 10 minutes of battery runtime remains. At 05:12:00 utc the device powered off due to depleted batteries. The device remained off until it was restarted at 06:02:32 utc. The manufacturer concludes the ventilator operated and alarmed as designed. When the ventilator began operating on the detachable battery, the detachable battery capacity was at 44% due to prior usage. The internal battery capacity was at 99%. The device operated approximately 5 hours before the detachable and internal batteries depleted.